Event description:
Oximeter was alarming with high "spo2". Readings of 99%. Adjustments to "fio2" were made, but unit continued alarming high readings. Pt assessment revealed very cyanotic infant. Oximeter probe was moved and new reading of 46% obtained. Infant placed on stand alone oximeter unit after event. This same type of event occurred three days later on another infant using the same type of equipment at another bedspace. During a blood draw it was noticed that the blood was dark. "Spo2" reading was 94%. Stand alone oximeter was put in place of tram module oximetery and new reading was 43%. Appropriate care given to pt. These events caused the nicu to prohibit use of the marquette oximeters on pts below 1500 grams.